Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) for a fast atrial fibrillation (af). The atp accelerates the arrhythmia into the ventricular tachycardia (vt) and then ventricular fibrillation (vf) zone. The ICD appropriately treats the arrhythmia. The physician increased the patient's beta blocker and prescribed amiodarone post shock. Technical services (ts) was consulted and discussed programming options. The ICD remains in service and no additional adverse patient effects were reported.